Event description:
The customer reported that the system will not go up or down. No patient injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep replaced the power supply. The system operates as intended.